Event description:
It was reported that the patient implanted with this pacemaker presented to the emergency room due to a syncopal episode. Interrogation of found the right ventricular (rv) lead had exhibited high out of range pacing impedance measurements. There was also evidence of oversensing on the right ventricular (rv) channel. It was noted the lead configuration had changed from bipolar to unipolar due to the out of range measurements. It was suspected loss of capture occurred due to a potential contact anomaly between the lead and the device. Reprogramming to unipolar pace and bipolar sense was discussed. A device replacement procedure was also being considered. No additional adverse patient effects were reported.